Event description:
Bacteremia, arthritis infective nos, cellulitis. Report was rec'd a pt in 9/2002. The pt rec'd one injection of synvisc in the right knee in 2002. Five days after injection, the pt developed a fever of 103 degrees f and their right leg became swollen and red from the knee to the ankle. The pt was admitted the same day for antibiotic treatment of an infection and remained hospitalized for ten days. Review of product release data of the last six years by the genzyme quality assurance department did not indicate trends that could be associated to any product complaints. Add'l info was rec'd from the pt's physician in 2002. A blood culture was performed in 2002 and came back positive for group g streptococcus. The pt was diagnosed with arthritis infective nos, cellulitis, and bacteremia and was given cefazolin 1 gram every 8 hours intravenously for one week and penicillin 3 million units every 4 hours intravenously for two weeks. The pt has completely recovered (date not provided.) Corrective treatment: cefazolin 1g IV q8h x1 week, penicillin 3 million u IV q4h x2 weeks.